Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07915, 1627487-2019-07917, 1627487-2019-07918.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-07915, 1627487-2019-07917, 1627487-2019-07918. It was reported the patient's supra-orbital leads had migrated and became superficial. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were repositioned and secured. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.